Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to noise oversensing. The noise was easier to be reproduced in secondary than in primary vector configuration. X-rays were performed, but no adequate placement or insertion could be noticed. Technical services reviewed the case and suggested some possible reprogramming options and evaluations as a possible resolution to this issue. However, it was ultimately suggested to explant the whole s-ICD system if the issue persists as it could be related to a contact complication between the lead sense b ring and the device connector. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to noise oversensing. The noise was easier to be reproduced in secondary than in primary vector configuration. X-rays were performed, but no adequate placement or insertion could be noticed. Technical services reviewed the case and suggested some possible reprogramming options and evaluations as a possible resolution to this issue. However, it was ultimately suggested to explant the whole s-ICD system if the issue persists as it could be related to a contact complication between the lead sense b ring and the device connector. This s-ICD remains in service and no additional adverse patient effects were reported.